Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following the intraocular lens implantation (iol) the patient wished for more near vision. The iol was exchanged for another lens model 1 month following the initial procedure. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
The lens was returned in a specimen cup. Viscoelastic was dried on the lens. One haptic with a portion of the optic was broken, not returned. The lens was cleaned with klrp. The optic has two small cracks, which appear to have been caused by an instrument used to grasp the lens. Power and resolution were verified. The lens met specification for power and resolution for an company 24.5 diopter lens. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge was indicated with a non-qualified handpiece; however, this would be unrelated to the complaint. The root cause for the reported ¿patient desired more near vision¿ cannot be determined. Power and resolution were verified. The lens met specification for power and resolution for an company 24.5 diopter lens. In addition, each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The company lens is a monofocal lens that corrects for one distance, near or far as targeted by the surgeon. Information was provided that the patient wanted more near vision. Patient was not a candidate for lasik, so the lens was exchanged. The replacement lens information was not provided. File will be reopened if new information is received. The investigation has been completed based on current information. Based on our current tracking, there are no adverse trends for this reported complaint. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).